Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour and 48 minutes after the start of dialysis treatment with polyflux, the patient experienced dizziness, nausea, chest tightness, itching in the nose, and unbearable discomfort. Treatment was suspended and the arteriovenous connection tube was disconnected. The patient was given oxygen and dexamethasone (05 mg, intravenously). It was reported ¿about 5 minutes later the patient's discomfort relieved¿. The patient remained in observation. No additional information is available.